Event description:
Literature was reviewed regarding 'prospective evaluation for asymptomatic cerebral emboli after pulsed field ablation'. There were patients who underwent a brain magnetic resonance imaging (MRI) within 72 hours of a catheter ablation and experienced asymptomatic cerebral embolism. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a notification of publication abstracts. This event occurred outside the us. Patient information is limited due to confidentiality concerns to include the baseline gender/age characteristics. Of note, multiple patients were noted in the abstract; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced abstract: prospective evaluation for asymptomatic cerebral emboli after pulsed field ablation of atrial fibrillation. Heart rhythm, vol 22, no 4s. 2025. S808 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.